Event description:
Medtronic received information that 7 years 2 months following the implant of these transcatheter bioprosthetic valves valve-in-valve (viv) due to an intra-operative dislodgment, the patient was symptomatic with moderate paravalvular leak (pvl). The patient is to have a non-medtronic valve implanted but has not been scheduled. No additional adverse patient effects were reported. Additionalinformation was received which indicated the patient had experienced shortness of breath (sob) and fatigue at approximately the 7 years following the initial valve-in-valve implant. The patient required hospitalization for further valve work-up due to decompensated heart failure. Blood cultures were drawn and these were negative. There was questionable paravalvular leak (pvl) per an echocardiogram. A transesophageal echocardiogram (tee) was performed as follow-up to the previous echocardiogram. The tee identified thickened leaflets, moderate (+3) transvalvular regurgitation, mild paravalvular leak (pvl), and moderate stenosis. As reported leaflet thickening and degeneration were contributing factors. Approximately 15 days following, a computed tomography angiogram (cta) identified bilateral pleural effusions. Acute on chronic diastolic heart failure was noted. Cardiology felt the acute heart failure was valvular related. The pulmonologist felt the etiology was decompensated heart failure and recommended diuresis. Intravenous diuretic had adequate results and the pulmonologist reported a thoracentesis was not needed. During hospitalization a valve-in-valve re vision was performed. The patient was discharged home with report of feeling well and doing well. The event was reported as resolved with no sequelae approximately 1 month following presentation. Additional information was received which indicated that the revision occurred with a 26 millimeter (mm) non-medtronic transcatheter valve implanted within the medtronic valve. Additional information was received that approximately seven years following valve implant, the patient reported a five day history of sob with activity. However, the patient had edema in the legs and the sob progressed to continuous which lasted a few hours; therefore, the patient presented to the ed. Upon assessment, the patient's oxygen saturation on room air was measured between 70-80%. The patient was administered supplemental oxygenation at 4l via nasal cannula. A blood sample was obtained and results showed the b-type natriuretic peptide was elevated at 777 pg/ml. The white blood cell count was within normal limits. An x-ray of the chest was obtained and showed pulmonary edema with possible right lower infiltrate. Along with the tee, a transthoracic echocardiogram (tte) was also performed. At discharge, the patient was prescribed a beta blocker, a loop diuretic, and an angiotensin-converting enzyme inhibitor.

Manufacturer narrative:
Updated data: b5. Fourth paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the revision occurred with a 26 millimeter (mm) non-medtronic transcatheter valve implanted within the medtronic valve.

Event description:
Additional information was received which indicated the patient had experienced shortness of breath and fatigue at approximately the 7 years following the initial valve-in-valve implant. The patient required hospitalization for further valve work-up due to decompensated heart failure. Blood cultures were drawn and these were negative. There was questionable paravalvular leak (pvl) per an echocardiogram. A transesophageal echocardiogram (tee) was performed as follow-up to the previous echocardiogram. The tee identified thickened leaflets, moderate (+3) transvalvular regurgitation, mild paravalvular leak (pvl), and moderate stenosis. As reported leaflet thickening and degeneration were contributing factors. Approximately 15 days following, a computed tomography angiogram (cta) identified bilateral pleural effusions. Acute on chronic diastolic heart failure was noted. Cardiology felt the acute heart failure was valvular related. The pulmonologist felt the etiology was decompensated heart failure and recommended diuresis. Intravenous diuretic had adequate results and the pulmonologist reported a thoracentesis was not needed. During hospitalization a valve-in-valve revision was performed. The patient was discharged home with report of feeling well and doing well. The event was reported as resolved with no sequelae approximately 1 month following presentation.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mcs-p3-31-aoa , serial/lot #: (B)(6), ubd: 11-aug-2018, UDI#: (B)(4), , the initial valve-in-valve (b619734 inactive valve) replaced with (B)(6) active valve) was captured in regulatory report # 2025587-2016-01719. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m cs-p3-31-aoa-us, serial/lot #: (B)(6), ubd: 11-aug-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years 2 months following the implant of these transcatheter bioprosthetic valves valve-in-valve (viv) due to an intra-operative dislodgment, the patient was symptomatic with moderate paravalvular leak (pvl). The patient is to have a non-medtronic valve implanted but has not been scheduled. No additional adverse patient effects were reported.